Event description:
Reporter states that in 2001, end user was being transported home from school, by the facility. They put end user on the lift without reclining the chair or putting the pin in place, as a result, the chair tipped forward and end user fell to the ground hitting the head. End user developed a hematoma and died 5 days later.